Event description:
The company recommends wearing the forme bra 7-10 hours a day and all night for "maximum benefits". They claim it helps with pain, posture, and has musculoskeletal benefits. The first week I started wearing it I really liked it and felt fine, but as the weeks have gone on my pain has slowly gotten worse and my muscles seem a lot weaker than they were before I started using it. Now when I don't wear the bra my arms/shoulders struggle to do basic stretches that I used to do easily. I'm concerned this product causes the upper back/shoulder muscles to weaken when you wear it for that long which results in needing to wear the bra constantly just to feel "normal".